Event description:
The device manufacturer¿s representative (rep) reported the implantable neurostimulator recharger (insr) was not recharging itself. The rep stated the green light was showing on the desktop charger (dtc). The connector pin area seemed intact and inserted normally. The rep stated even though the insr was plugged into the wall, nothing was appearing on the insr screen. The insr would not charge and there was a possible bad connector the rep mentioned the insr was previously replaced. The rep was redirected to the repair department. The repair department stated since the insr was recently replaced, they would most likely replace the dtc now. There were no patient symptoms reported. Medical history includes spinal pain. Additional information received from the manufacturer's representative (rep) reported the last time the rep saw the patient was on (B)(6) 2015. The patient was supposed to schedule a follow-up appointment meeting, but the rep and the healthcare provider (hcp) had not heard from the patient. So, the rep had no clue on the status of the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported being unable to power up the implantable neurostimulator recharger (insr). There was a bent, broken, or loose pin connector. When they tried to use the insr, it would not come on. So, the rep plugged the insr in to charge. Then, the rep found the wire separated from the metal connector pin. The wire was completely disconnected from the connector pin where the two arrows met. They were able to get the metal piece out of the insr and had tried to put it back in to see if they could get the insr charging, but then the metal piece got stuck again. It was noted the patient had issues recharging for about a week. The rep was meeting with the patient due to the patient reporting the stimulator was not working and needing help. The patient was unable to charge. The implant would not take a charge. The reason for the call was due to the rep discovering the issue with the insr cord. The desktop charger cable was frayed. There were no symptoms reported. Relevant medical history included spinal pain.